Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not been performed, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during a therapeutic endoscopic retrograde cholangiopancreatography (pt's gender unk), using a trapezoid rx lithotripter, the tip of the basket detached from the device. The detachment occurred during an attempt to close the basket around a second stone that was being removed from the common bile duct. The physician removed the stone using a stone extractor balloon. The pt's condition was reported as "good."